Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the implant could not be fixed, the edge was deformed, finally, the surgeon decided to use the size 10 mm tibial liner and completed the operation. The surgery extended 1 hour.